Manufacturer narrative:
(B)(4). No sample has been returned for investigation. The batch record could not be reviewed since the lot number is not known. Without the actual sample or lot number, a thorough investigation can not be performed. All available information has been forwarded to the actual manufacturer. If the sample or lot number and/or additional pertinent information becomes available, a follow up report will be filed.

Event description:
As reported by the user facility ((B)(4)): during a lumbar puncture, a piece of the needle is broken in the back of the patient. The patient was then transferred in neurosurgery to remove the foreign body.